Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not showing numbers when filling the tubing. Troubleshooting was declined. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion and displacement tests. The numbers appear visually on the screen. However, unable to prime the during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window. The drive support disk was inspected and no anomalies were noted. The pump was received with a corroded battery tube.